Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer was instructed to cycle through different display mode. The customer was advised to return the device for repair since the smoke evac mode was lit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus technical assistance center (tac), that the high flow insufflation unit cavity mode was not lit. The customer noted that smoke evac mode was lit. It was noted that the issue was found during preparation of use. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. Please see updates to g2, h6, and h10. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned for evaluation. Based on the results of the investigation, the root cause of the cavity mode switch not lighting up was unable to be identified. Olympus will continue to monitor field performance for this device.